Manufacturer narrative:
(B)(6).

Event description:
It was reported that the saline wouldn't go through to the electrode tip. The nozzle was sealed which prevented plasma from forming. The same issue occurred with two wands. The procedure was successfully completed using a back-up device. However, the incident resulted in a surgical delay of 30 minutes. No patient injury or other complications were reported. Report 2 of 2 (see (B)(4)).

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could have contributed to the reported failure such as: the saline bag was not spiked properly, the roller clamp was not set wide open, the irrigation bag was not set at the recommended height, or there may have been a failure with the flow control unit. The instruction for use (¿IFU¿) contains directions regarding proper system set up prior to wand activation. There were no indications to suggest the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. There was a relationship found between the returned devices and the reported incident as the saline lines failed to prime. Visual inspection under magnification shows no electrode wear with no signs of activation on the returned devices. Visual observation of the saline holes shows all 3 holes are completely blocked with adhesive. The wands were connected to a compatible coblator ii controller and activated in saline solution using default and max settings and the ablate and coag performed as intended. The suction lines were tested and performed as intended. The saline lines were tested and saline did not flow through-out the lines. Upon further evaluation it was found that all 3 saline holes at the tip of the wands are completely blocked with adhesive; therefore, preventing saline flow. The complaint has been verified and the root cause is related to a workmanship issue.